Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6)2024. During the procedure it was noted that when the sheath was introduced over the guidewire, the sheath tip split. The delivery sheath was replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of the tip of sheath split when it was introduced over the guidewire was reported. The investigation at abbott found that the tip of dilator was damaged split and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that when the sheath was introduced over the guidewire, the sheath tip split. The delivery sheath was replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.